Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 29 mmol/l at the time of incident. The customer¿s current blood glucose value was 23 mmol/l. Customer had experienced symptoms of high blood glucose level such as vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump was under delivery. Customer was hospitalized due to high blood glucose level and diabetics ketoacidosis. Customer had received hardware low level failures error. Customer was able to rewind the insulin pump. The self test was not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 2.6d unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08750 inches. No delivery anomalies noted. Unit received with minor scratches on case, missing display window cover, stained keypad overlay, pillowing keypad overlay, cracked retainer, stained serial number label, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.